Manufacturer narrative:
(B)(4). Follow up #001 reads: physio-control evaluated the device and verified the reported failure. The cause for the malfunction was determined to be an incorrect installation of a pin(8) inside the boardstack connector. Pin 8 of the boardstack connector was installed backwards and failing to make the appropriate connection with the therapy pcb. A replacement device was provided to the customer. Follow-up #001 should read: physio-control evaluated the device and verified the reported failure. The cause for the malfunction was determined to be a gap that was created by missing screws from five places on the therapy pcb assembly. Due to the spacing, the 8-pin connector was making inadequate contact and resulting the problem. The 8-pin connector was installed correctly. A replacement device was provided to the customer.

Event description:
During in service, physio-control's sales representative found that the customer device would not recognize the therapy cable connection and displayed the "connect cable" message. Several therapy cables were attempted but the issue persisted. The device was able to recognize a hard paddles connection. This was an out of box failure and had no patient involvement.

Manufacturer narrative:
(B)(4): physio-control anticipates the device return to the manufacturing facility for further analysis and continues to investigate the reported problem. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The cause for the malfunction was determined to be an incorrect installation of a pin(8) inside the boardstack connector. Pin 8 of the boardstack connector was installed backwards and failing to make the appropriate connection with the therapy pcb.a replacement device was provided to the customer.